Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported downstream occlusion alarms, which were not reproduced. The downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was found to be out of specification with high readings when running a fluid-filled set. This was caused by a failed downstream sensor. The failed downstream sensor was replaced to address the condition. Additional information: high readings.

Event description:
It was reported that a spectrum pump displayed the downstream occlusion message during preventative maintenance testing. It was also reported there was no patient involvement.